Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier instrument exhibited a clipping issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and it failed the clip test due to misapplication of the clip (e.g., the instrument passed engagement and was able to retain the clip through engagement, but could not apply the clip). Common causes of loss of functionality to apply a clip is attributed to either a damaged grip cable or misaligned grips. Additional observation of the instrument found one bent grip. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly released from the grips. This failure is typically associated with mishandling/misuse, such as excess force applied to the instrument jaws. Severely bent grips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier instrument exhibited clipping issue, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was alleged that the clip from the medium-large clip applier instrument fell inside the patient and was retrieved during the same da vinci assisted procedure. In addition, the medium-large clip applier instrument may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. At this time, it is unknown what caused the issue to occur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the medium-large clip applier instrument exhibited clipping issue. A backup instrument of the same type was used to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the medium-large clip applier was inspected prior to use with no abnormality. During the procedure, the instrument passed engagement and was able to retain the clip throughout engagement but could not apply the medium-large clip applier clip onto the vessel/tissue. The clip fell into the patient and was retrieved during the same procedure. It was confirmed with visual inspection. Additional surgical procedure and post-operative tests were not performed. The vessel or tissue bundle was less than the specified diameter suggested. It was unknown how many times the medium-large clip applier instrument had been using as the customer was using two clip applier instruments alternately.